Event description:
It was reported that in central processing, the 8mm force bipolar instrument was found broken with no further details provided. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm force bipolar instrument was analyzed and found to have a broken grip tip. A piece approximately 16.51mm x 8.80mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was returned with the instrument. Further inspection found no additional damage or abnormalities. The complaint was confirmed by failure analysis. The probable root cause of a broken grip tip is attributed to use conditions. Damage to the instrument can occur while performing ¿off-label¿ surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use.